Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck diameter is 24 mm at the renal arteries, 2.8 cm in length and distally it was 25 mm in diameter with 60 degree angulation. Bilaterally the iliac limbs had moderate tortuosity and mild calcification. The endurant bifurcated stent graft was implanted at the level of the renal arteries through the left access. The delivery system was advanced with some minor difficulty but the stent graft was deployed down to the contralateral gate, the pigtail catheter was pulled back, the suprarenal stents were deployed, the bifurcated stent graft was cannulated and the contralateral limb was deployed. The remainder of the bifurcated stent graft was deployed. The stent graft delivery catheter was advanced above the suprarenal stents by approximately 3 cm and the tip was recaptured without issue; however, during removal of the delivery catheter the tip caught on a suprarenal strut and pulled two struts down. The two struts became entangled. The tip was then completely recaptured and re-advanced attempting to correct the suprarenal struts unsuccessfully. Attempts were made with wires and balloons; however, the suprarenal struts remained inverted. The final angiogram revealed that there were no endoleaks present. The patient will be monitored. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty); patient's condition affected effectiveness of device (angulated aortic neck, moderate tortuosity and mild calcification in the iliac limbs). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck, moderate tortuosity and mild calcification in the iliac limbs).